Event description:
It was reported that the patient had not seen any benefit from the therapy since implant. The patient also wished that the implant was placed a little lower due to it being right at the waist where her pants were. The patient reported that on (B)(6) 2013 the doctor stated everything was normal and she would need to get used to it. The patient stated that the doctor may have changed her to another program and noted that she had been on all the programs. The patient stated that she had sometimes gone all the way up to 4, but then it got uncomfortable. The patient mentioned that she ¿got up every two hours.¿ the patient continued to have issues with frequency and they could not hold their urine when they would get up to go to the bathroom at night. It was noted the patient¿s issues were ¿24/7,¿ but during the day the patient would get a little more warning that they had to go to the bathroom. It was stated the patient could usually go four hours and had gone five hours at night with straight sleep a couple of times. The patient had tried all four programs and had tried increasing stimulation. It was noted that 4.5v was as high as the patient could go before it became painful. It was reported the patient was experiencing a ¿dull ache¿ in their left hip on the same side the device was. The aching had been present for the last 2-3 days. The pain was where the device was and the upper left leg and in the hip. No falls were noted. Stimulation was on and the patient had not tried turning stimulation off to see if that would affect the dull aching. It was indicated the patient had been sitting more on the sofa which was uncomfortable and they were wondering if that was causing it. Additional information received reported that the patient wanted to know how to turn off their therapy while on a trip and it never worked anyway. It was noted that the patient was assisted with turning the amplitude to 0.0v and shutting off the implantable neurostimulator (ins). The ins off button had tape over it and the patient pressed it because they wanted the ins off. It was reported that the patient no longer could see the lightning bolt. The patient had not had symptom relief since implant and had been getting up every 2 hours before and after implant except for 1 night being able to get 7 hours of sleep. It was noted that the patient had a hysterectomy and maybe that had something to do with the therapy not working. It was reported that the patient was scheduled for a bio injection or implant when they got back and the patient had tried other medications and nothing had worked. Additional information received reported that the patient was having another bioimplant in 8 days and the device put in their hip had been absolutely worthless so far but they were going to give it another shot. The patient had been to their health care provider¿s (hcp¿s) office and they tried different programs and every which way but it hadn¿t been any relief to them at all. The patient used the programmer and at first the antenna didn¿t work but later in the call they tried again and they were able to communicate with the ins using the antenna. They were at 2.8v and now could feel it down there but it was not a good feeling and when they increased it was uncomfortable but then the feeling went away and had been doing that since implant. The patient would increase the amplitude now that their controller was working and would follow-up with their healthcare provider. Anything that supported the bladder was gone after the patient¿s hysterectomy and that was kind of what their problem was and they had to go to the bathroom at night every 2 hours. The patient had a botox implant in hopes of relief from their ongoing problem. It was stated that it hurt to be there even when it was off and it hurt where it was implanted since implant. The patient had a dull pain at the site that radiated in their hip and somewhat down their leg. The patient stated their device provided absolutely no help with symptom control and since day one it was not comfortable because the implantable neurostimulator (ins) was right where their waistband was. It was painful and hurting her, especially if she had jeans on, and it would rub on the ins and hurt. The patient stated they were not supposed to feel the ins in their hip but it ached and they had to take tylenol or something quite often for it because it was achy. It was not comfortable for the patient and not what they expected it to be. The patient had their device explanted for the reasons they described previously. The patient still had stitches from the explant surgery and it hurt like crazy because their waistband was across s5. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va09wps, implanted: (B)(6) 2013, product type: lead. (B)(4).